Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and four months later, a computed tomography of the abdomen and pelvis was performed. The images displayed grade 3 perforation of 8 o¿clock strut into the right psoas muscle, grade 2 perforation of 4 o¿clock strut 0.9 millimeters, and multiple grade 1 perforations. There was no tilt, migration, or inferior vena cava stenosis. There was heterogeneity in the infra renal inferior vena cava presumably due to flow related artifact, but there was no evidence of any definite fracture or missing struts. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Additionally, it can be inconclusive that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 01/2014),g2,g3,h6(conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter perforated the inferior vena cava (grade ii). The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with thrombus above the filter; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and thrombus above the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reported that the thrombus was present above the filter; however, the current status of the patient is unknown.